Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Further follow-up indicates the patient had surgical intervention on (B)(6) 2019, during which the system was explanted. The issue was resolved and therapy has been restored.

Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
Related manufacturer reference# 3006705815-2019-03706 and 1627487-2019-10964. It was reported the patient is unable to set the ipg into MRI mode due to low impedances. As a result, the physician may explant the system at a later date.